Event description:
The customer clarified that the patient of sample ID (B)(6) was not redrawn and the customer confirmed that this patient was truly negative for hbsagii. Sample ID (B)(6) was repeated for hepatitis b surface antigen ii (hbsagii) confirmatory (conf) and the repeat result obtained on the sample was 66% neutralized, confirming that the patient was positive for hbsagii.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00331 on 07-sep-2018. Corrected information (11-sep-2018): the initial MDR indicated that the patient of sample ID (B)(6) was redrawn. The customer clarified that the patient was not redrawn. Additional information (11-sep-2018): sample ID (B)(6) was repeated for hepatitis b surface antigen ii (hbsagii) confirmatory (conf) and the repeat result obtained on the sample was 66% neutralized, confirming that the patient was positive for hbsagii. The customer also confirmed that sample ID (B)(6) was truly negative for hbsagii. This information was added to sections. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call, inspected the photomultiplier tube (pmt), and ran quality controls (qcs) ten times. The quality controls recovered within acceptable ranges and the cse did not find any issue with the pmt. The cse returned to the customer's site and determined that the ancillary probe on the instrument was slightly bent and misaligned. The cse replaced and aligned the probe, calibrated the assay, and ran qcs multiple times. The qcs recovered within acceptable ranges and with good precision. The customer also ran daily clean and qcs on the instrument successfully. The cause of the imprecise (B)(6) and (B)(6) conf results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two patient samples were tested multiple times for (B)(6) surface (B)(6) ((B)(6) ) on an advia centaur xp instrument. A combination of (B)(6) results was obtained on the patient samples; some results recovered above the cut-off value of 1.0 index value, while other results recovered below the cut-off value. The customer reported "(B)(6)" results to the physician(s) for both patients. The samples were run on the same instrument for (B)(6) (B)(6) confirmatory (conf) and both samples were confirmed for (B)(6). Sample ID (B)(6) was repeated for (B)(6) and (B)(6) conf, resulting below the cut-off value for (B)(6) and "invalid" for (B)(6) conf. The "invalid" confirmatory result was reported to the physician(s) for sample ID (B)(6) and the patient was re-drawn; the customer did not provide the results obtained on the re-drawn sample. The correct results for the patients are unknown. There are no known reports of patient intervention or adverse health consequences due to the imprecise (B)(6) and (B)(6) conf. Results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00331 on 07-sep-2018 and the first supplemental MDR on 05-oct-2018. Additional information (25-oct-2018): siemens further investigated the event and determined that a non-reactive patient sample (B)(4) was tested using the hepatitis b surface antigen (hbsag) confirmatory (conf) assay. The hbsag conf assay is intended to confirm the presence of hbsag in samples that are repeatedly reactive using the advia centaur hbsagii assay. Siemens determined that the relative light units (rlus) of a non-reactive sample may be low and the value would be compared to the background rlus of the instrument with low rlus of the non-reactive sample, which could cause the result to be falsely "confirmed". Siemens determined that incorrect dispense with the ancillary probe, which was replaced during the service visit mentioned in the initial MDR, potentially contributed to the imprecise hbsagii results. Siemens also reviewed results that siemens generated (in-house) using the affected advia centaur hbsagii assay reagent lot and all medical decision pools, quality control panel members, and negative patients resulted as expected. The instrument is performing according to specifications. No further evaluation of this device is required.